Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the device had an over infused. There was patient involvement but no harm. Following due diligence attempts, additional information was obtained. It was reported an infusion of zosyn was started at 1500 hours at the rate of 25ml/hr with a volume to be infused of 100ml. It was reported however that at the end of the infusion 75ml remained in the bag, resulting in an under infusion of medication.

Event description:
It was initially reported that the device had an over infused. There was patient involvement but no harm. Following due diligence attempts, additional information was obtained. It was reported an infusion of zosyn was started at 1500 hours at the rate of 25ml/hr with a volume to be infused of 100ml. It was reported however that at the end of the infusion 75ml remained in the bag, resulting in an under infusion of medication.

Manufacturer narrative:
Correction: disregard the MFR report #2016493-2025-115198. It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-115198 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-114675.